Manufacturer narrative:
(B)(4). The run data file was reviewed and based on the available info, it is possible that there may have been some platelet activation, causing aggregation in the lrs chamber, which could result in a higher than normal amount of wbcs to be collected with the platelet product. Based on the available info, it is also possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Investigation eval and corrective actions are in progress. A f/u report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected rwbc content in the platelet product. The complaint was identified by the lab after the procedure had ended. Therefore the disposable was unavailable for return. There was no donor reaction. No medical intervention was required. Donor unit # (B)(4). This report is being filed due to a product malfunction that has the potential for injury.